Event description:
Same case as 2134265-2011-04932. It was reported during an unspecified treatment procedure, a catheter became stuck on the guide wire. Vascular access was obtained via the femoral artery. The target lesion was located in the 50% stenosed superficial femoral artery. The sterling es 3mm x 20mm x 144cm catheter stopped advancing prior to the lesion and became stuck to the wire when it reached the contralateral superficial femoral artery. The devices were removed together as a unit and the procedure was completed with a different device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter and thruway guide wire. The guide wire was in the lumen of the distal shaft of the catheter. The guide wire was protruding 50 cm from the distal tip of the catheter. There was blood in the guide wire lumen. The balloon was loosely folded. The distal shaft and core wire were separated 2.5 cm from the guide wire exit notch. The fracture surfaces are consistent with a fracture due to tensile overload. The inner shaft was bunched up 7 mm distal of the guide wire exit notch. It is considered likely that the bunched-up inner shaft is attributable to resistance between the outer surface of the guide wire and the guide wire lumen. There were multiple kinks in the shaft. An attempt was made to remove the wire from the distal separation; however, was unsuccessful as the distal end of the wire became stuck inside the inner shaft near the guide wire exit notch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as 2134265-2011-04932. It was reported during an unspecified treatment procedure, a catheter became stuck on the guide wire. Vascular access was obtained via the femoral artery. The target lesion was located in the 50% stenosed superficial femoral artery. The sterling es 3mm x 20mm x 144cm catheter stopped advancing prior to the lesion and became stuck to the wire when it reached the contralateral superficial femoral artery. The devices were removed together as a unit and the procedure was completed with a different device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).